Manufacturer narrative:
Patient information was not provided. Device was returned to sorin group USA for decontamination on (B)(6) 2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated post-procedure. There is no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated post-procedure. There is no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On (B)(6) 2016, sorin group (B)(4) received another user medwatch report (report number not provided) for this event. The report stated that the contamination in the unit was identified to be mycobacterium chimaera on (B)(6) 2015. Several attempts have been made via phone and email to obtain additional information regarding the current status of the device and any potential patient impact. However, no new information has been received from the facility at this time. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the facility has not provided any additional information regarding the involved device, no further investigation is possible. If additional information is received that changes the facts or conclusions submitted in this report, a supplemental report will be submitted. Device not returned to manufacturer.